Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that patient's scs system was explanted on (B)(6) 2022. The reason for the explant is not known yet.

Event description:
Additional information received stating ipg was inoperable prior to explant.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.